Event description:
It was reported to technical services on 8/4/2011 that this lead may be used in an off label product use. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).